Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not contain stylet. The customer indicated no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed and it was observed the tube is missing the stylet. The failure mode missing component was confirmed in the received sample; consequently a walking process was conducted and was detected that the visual monitor of the weight scale in the device with stylet packaging area was not proper located and makes difficult it's visualization; therefore as a corrective action, the visual monitor was better located in order to improved the monitor visualization which helps to make sure that the correct quantity of pieces was packaged. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.